Manufacturer narrative:
On 27-dec-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician commented that there was no malfunction on the catheter. During the procedure, the medical intervention provided was a temporary pacemaker that was inserted from the neck. The patient outcome of the adverse event is improved. Generator information: smartablate. The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned device revealed that no damage or anomalies were observed on the navistar. Per the event, several tests were performed. The magnetic, electrical, and temperature features were tested, and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30450135m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent an atrial fibrillation (afib) procedure with a navistar¿ electrophysiology catheter. The patient suffered av heart block requiring surgical intervention. A transient av block occurred during ablation at the slow in a procedure of nrt. The event occurred thirty minutes after using the navistar catheter. After six minutes, av connection returned spontaneously. After ablation of the slow, a transient av block occurred in the procedure (for about six minutes). With a distance of 20 mm from his, the ablation time was about twenty seconds, and there was no problem with the resistance value at 20w to 25w. At the end of the study, the pq returned to normal at 150ms, but the patient was discharged from the room with a temporary insertion from the neck. Non-serious (moderate/minimal). The causality with the product was unknown. It is not considered that there was a defect in the product. No abnormalities were observed before or during use of the products. At a later date, the patient developed av block and a permanent pacemaker was inserted. Details of health injury: transient av block¿av block. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)